Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. After the procedure, magnetic resonance imaging (MRI) was performed and shows on the axial view, the gel was placed within the capsule of the prostate in the midline. The axial t2 image shows there is a rind of prostate capsule posterior to the gel which appeared to be encapsulated by the prostate. Anteriorly, the gel slightly indents the urethra and appeared ball-like rather than spreading out laterally. The patient is apparently not having any kind of urinary symptoms. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 7febp2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Additional information received on march 21, 2022: b5: describe event or problem . B3: the exact date of the event is unknown. The provided event date, 01feb2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 7feb2022. D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. H6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. After the procedure, magnetic resonance imaging (MRI) was performed and shows on the axial view, the gel was placed within the capsule of the prostate in the midline. The axial t2 image shows there is a rind of prostate capsule posterior to the gel which appeared to be encapsulated by the prostate. Anteriorly, the gel slightly indents the urethra and appeared ball-like rather than spreading out laterally. The patient is apparently not having any kind of urinary symptoms. There were no patient complications reported as a result of this event. Additional information received on march 21, 2022. The procedure was performed under general anesthesia and fiducials were administered transperineally. The patient received external beam radiation therapy (ebrt) with 30gy by 12 fractions. The patient's current condition is reported to be excellent.